Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. The reporter stated the patient was allegedly issued the incorrect device. The reporter initially inquired about the device's capability of being placed in st mode. The reporter stated the patient has cancer (type of cancer unspecified) and refused to answer any questions. The reporter stated the device provided to the patient was not what the doctor ordered years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.